Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock therapy during a cautery usage for a shoulder surgery. Intermittent magnetic reversion was observed on the stored egms. The magnet was re-positioned on top of the device, and saw a proper response. The patient was stable post procedure.